Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), im planted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that an end of service (eos) message was seen. It was noted that the health care professional (hcp) interrogated the implantable neurostimulator (ins) and they received the eos message. It was further noted that the patient was told that the ins ¿would last for years¿ and she was ¿puzzled that the ins was at eos.¿ it was further noted that the patient was seen a week prior to the report for reprogramming and no estimated replacement interval (eri) or eos messages were seen. It was further noted that a longevity calculation was performed and determined that the device would last 10 months based on the patient¿s settings with 24 hour use. It was further noted that ¿prior to the reprogramming appointment the week prior to the report, the patient didn¿t think the stimulation was working for months.¿ it was noted that the patient had many falls in the past, but not within the week prior to the report. It was further noted that the patient felt dizzy. It was noted that the hcp checked the impedances and they were all within range of 500 to 800 ohms.